Manufacturer narrative:
Bent release crossbar.

Event description:
It was reported by service report that the head section will not latch and the fowler cylinder was leaking. No pt involvement or adverse consequences are reported.